Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 33650001, lot # 1582319; part # 33652206, lot # 1584098; and part # 33630022, part # 1566269. Manufacture date for part # 33650001, lot 1582319 is 10/17/2016; manufacture date for part # 33652206, lot 1584098 is "11/22/216;" manufacture date for part # 33630022, lot 1566269 is 11/02/2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a total ankle replacement case. About 18 months post-op, it was determined that the patient needs a revision case which will use a different system.